Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture. There was no asystole observed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.